Event description:
Plaintiff alleges allergy to latex which causes great physical and mental pain and suffering. Further alleges the need for medical care and treatment and incurred medical and incidental expenses.